Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a inferior vena cava treatment procedure, a filter deployment issue occurred. Vascular access was obtained via the internal jugular vein (ij). A stainless steel greenfield vena cava filter with 12f/4.0mm introducer system was selected. The filter was deployed from the delivery system but, did not expand or anchor to the vena cava wall. Under fluoroscopy it was noted that the filter retained its encapsulated shape even after retrieving the sheath. After several attempts to manipulate the unopened filter, the device was ultimately retrieved via the sheath with a unidentified snaring device. Filter retrieval was less difficult as the device remained tracked over an unspecified 0.035 guide wire that was initially used. The procedure was completed by placement of another unspecified filter. The physician feels the patient is adequately protected. No patient complications were reported and the patient's status is ok.